Event description:
It was reported a patient's pacemaker could not be interrogated and there was no magnet response. The patient felt pressure on their chest due to loss of low voltage output. The pacemaker was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of no pacing and failure to interrogate was confirmed. Device could no be interrogated as received. A longevity calculation was performed and found the battery depletion was premature based on device usage. Electrical testing revealed high current drain from the hybrid. Anomalous integrated circuit (ic) in the hybrid was found to be the root cause of the high current drain and premature battery depletion.